Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E1: (B)(6) hospital, japan workers' health and safety organization. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a posterior thoracolumbar fusion (th11-l3) for osteoporotic vertebral fracture on (B)(6) 2023. Operation: vertebroplasty using l1 biopex and th11-l3 posterior fixation for l1 osteoporotic vertebral fracture. In the surgery, the l1 vertebral body formation and posterior screw were inserted, and final fastening was performed using the torque limiting handle in question after rod installation was completed. The tip of the set screwdriver in question broke off. Since the broken tip had fitted into the screw hole of the set screw, the set screw was shaved using an air tome to remove the broken tip and the set screw was extracted. The surgeon then changed to a new set screw and a new screwdriver and attempted another final fastening. However, since abnormal force was required until torque (idling) was applied, it was judged dangerous and closed by manual tightening. The surgery was completed successfully with 40 minutes surgical delay. The surgeon commented that the torque value setting on the handle was faulty, and the screwdriver tip may have broken off because the driver tried to tighten with more force than necessary. No further information is available. This report is for one (1) torque limiting handle 80in-lb this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a review of the receiving inspection (ri) for torque limiting handle 80in-lb was conducted identifying that lot number gb135026 was released in one batch. Batch 1: lot qty of (B)(4) units were released on 22 jul 2021 with no discrepancies. Supplier: gauthier biomedical, inc. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no cosmetic defects within the torque limiting handle 80in-lb. A dimensional inspection for the torque limiting handle 80in-lb was not performed as it is not applicable to the complaint condition. A functional test was performed using a calibrated torque meter. The measured torque values of the device fell within specification. The complaint condition was not replicated because the device passed the torque test. It is within specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was unconfirmed as the torque limiting handle 80in-lb would not contribute to the complained device issue. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.